Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted, left side - (B)(6) 1999. Date explanted, left side - (B)(6) 2002. Date implanted, right side - (B)(6) 2003. Date explanted, right side - (B)(6) 2010. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 1999 and a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a left hip revision due to a fractured stem and displaced trochanter on (B)(6) 2002 where the stem, head, taper and liner were replaced. The patient also underwent a right hip revision on (B)(6) 2010 due to aseptic loosening and subsidence of the femoral component. No further information has been provided.